Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Reservoir able to lock into place. Device was received with cracked reservoir tube lip and scratched case at reservoir tube lip area. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and reservoir was loosed when lock into place. Customer's blood glucose level was 313 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.